Event description:
Loss of osseointegration. The original issue description was loss of osseointegration; however we have received additional information that the issue description for this complaint is implant fracture at/after delivery of prosthetic restoration, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented; the correct data is provided in this follow-up report.

Event description:
Loss of osseointegration